Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, the tip of the screwdriver broke off inside the head of a screw (part number 12-8540) while it was being inserted into a pt. After the screw was fully inserted the surgeon removed the screwdriver and noticed that the tip was broken. The broke part of the tip was then discovered inside the screw that was just implanted. The tip was unrecoverable so the screw was removed and replaced.